Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor, which was detected during seating or regular delivery. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify pump error due to blank display. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.